Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this lead dislodged 19 days after the implantation. It was repositioned and remains in the patient. Should further information become available this report will be updated.